Manufacturer narrative:
On (B)(6) 2015 follow up: customer reported that bg level is no longer elevated. The t:slim user guide cautions, "do not deliver insulin with your t:slim pump until you have completed your training." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (274 mg/dl). Customer delivered a bolus to treat elevated level. Customer is new to the pump and began use prior to training. Customer indicated that pump settings had not be set up with health care provider and fill tubing process may not have been performed correctly during the load sequence. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to complete training and consult with health care provider.